Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states she feels ill. She states she is experiencing dry mouth and feels dizzy. The customer states she will seek medical attention. Verified the strips expire 04/30/2017.